Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n: (B)(6) was performed from the date of manufacture, 21aug2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controller board to the half-height mini-cubie was faulty. A field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower was not detected on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.